Event description:
It was reported that the patient had a "failed lead." Additional information received was that the lead showed oversensing and undersensing. The lead was replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary no anomalies found. Proximal segment returned and analyzed. Other: it was reported that the patient had a "failed lead." Additional information received was that the lead showed oversensing and undersensing. The lead was replaced. There were no reported patient complications as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. No conclusion can be drawn. Oversensing, undersensing.